Event description:
It was reported that the right ventricular lead pace impedance increased steadily over the previous few months and became greater than 2,000 ohms. The patient was to be brought into the clinic for further evaluation. The cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular lead pace impedance increased steadily over the previous few months and became greater than 2,000 ohms. The patient was to be brought into the clinic for further evaluation. The cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the out-of-range pacing impedance measurements were indicative of an rv lead issue and not an intermittent high impedance condition associated with the device's spring contact and lead terminal ring as previously reported. All available evidence indicates the cause of the event was due to the rv lead and not the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular lead pace impedance increased steadily over the previous few months and became greater than 2,000 ohms. The patient was to be brought into the clinic for further evaluation. The cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.